Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was verified and attributed to having the incorrect application software loaded. Historically failures of this type are a result of the device's software being upgraded in the field. However, there was no indications that this device was upgraded. The correct AED plus software was installed to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.